Manufacturer narrative:
The customer¿s report of an infusion completing after approximately 5 hours instead of 10 hours as intended was confirmed. Analysis of the pcu event log shows that on (B)(6) 2016 at 8:42pm an infusion of fentanyl was programmed with the prior infusion parameters of 1000 mcg/100 ml to infuse at 10ml/hr. The vtbi was entered as 80ml. At 10:23pm, the volume infused was cleared. At 11:11pm, the vtbi was changed to 40ml. At 1:48am on (B)(6) 2016, the vtbi was changed to 3ml. At 2:02am the unit was channeled off. The total recorded volume infused was 53.331 ml. The root cause of the infusion ending earlier than expected was not determined; however variations of the vtbi and an early termination of the infusion were noted in the logs. No devices received, log review only.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a continuous fentanyl 1000mcg/100ml infusion that was programmed to infuse over 10 hours finished in 5.3 hours. There was no patient harm reported.